Event description:
Pt was referred for transvenous ICD revision secondary to spurious shocks. Device was explanted without difficulty. The sensing lead was found fractured and the insulation broken 5 cm after the yoke. The lead was then explanted without difficulty. A new lead and pulse generator were implanted without complications or difficulty.